Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an adverse event occurred. The patient's mother reported not receiving alerts or notifications on her follower application. During the time of not receiving alerts on her follower application, the patient¿s g6 mobile application alerted for 'low' but because the patient was a sound sleeper, he did not hear the alert and the patient¿s mother did not hear it from the other room. The patient's mother happened to get up to check on her son at 5:00 am and found him post-seizure. She stated that he had experienced a seizure because he had bit his tongue. The patient was alert enough to take glucose tablets and was able to increase his blood glucose at home. At the time of the event, his cgm displayed 'low' and his bg was 41 mg/dl. The patient was in stable condition with minor symptoms of fatigue and restlessness.